Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Customer resumed insulin delivery without addressing the alarm. There was no adverse impact to customer's blood glucose level (148 mg/dl).